Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the device had insufficient/low power. It was further determined that the device failed pretest for check frequency, minimum 12¿000 to 16¿000 oscillation/minute, check for air leak, check for excessive noise and check history. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the air oscillator device supplied insufficient power, causing it to run slow, and/or with lower energy. It was further reported that the device also had a low rotational speed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.